Manufacturer narrative:
The ventilator was returned to the manufacturer for eval. During eval, an issue related to the internal battery was observed. The device's software was reloaded to address the issue.

Event description:
The manufacturer received info alleging a ventilator was alarming and failed to charge its internal battery. There was no harm or injury reported.